Event description:
It was reported that there were noise and high ventricular rates on the right ventricular lead. The noise was reproducible with left arm isometrics. An episode of noise on the atrial lead channel was also noted. The patient is on remote care to keep monitoring the leads. The patient was reported as stable.